Event description:
It was reported that during preparation of a stenting treatment procedure, partial stent deployment occurred. During preparation, partial stent deployment was noted on the 6x41x120cm epic vascular stent as the stent delivery system was pulled out of the coil. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation of a stenting treatment procedure, partial stent deployment occurred. During preparation, partial stent deployment was noted on the 6x41x120cm epic vascular stent as the stent delivery system was pulled out of the coil. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Correction: device lot number from 15819666 to 15061973. Device mfg. Date from 20-apr-2012 to 28-feb-2012. Visual inspection of the stent and the sds after functional testing confirmed that there were no product quality deficiencies that could have contributed to the confirmed stent dislodgement. The epic stent delivery system (sds) was received and the safety lock was present, although it cannot be confirmed whether it was removed from the device and then placed back on the device. The stent was protruding 6mm from the distal end of the exterior shaft. The inner shaft was kinked and extending 10mm from the distal end of the exterior shaft. The device was functionally tested by prepping and retracting the exterior shaft; the stent deployed with no unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).